Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 404 mg/dl. Customer did not address bg level due to not having alternate insulin therapy available. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.